Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.